Event description:
It was reported that during a pre-operative embolization of a hemangioma, two balloons (subject device) leaked proximal of the balloon. The devices were disinfected at the user facility with no change to the damage. There were no reported clinical consequences to the patient after these issues.

Event description:
It was reported that during a pre-operative embolization of a hemangioma, two balloons (subject device) leaked. During disinfection, the balloons appeared to be damaged. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be performed. The device history record review confirms that the device met all material, assembly and performance specifications. Based on the available information, it is believed the issue occurred during the procedure. This issue is associated with a product that meets stryker design and manufacture specifications and was used in accordance with the directions for use, but device performance was limited due to procedural factors/operational context during use.

Event description:
It was reported that during a pre-operative embolization of a hemangioma, two balloons (subject device) leaked proximal of the balloon. The devices were disinfected at the user facility with no change to the damage. There were no reported clinical consequences to the patient after these issues.

Manufacturer narrative:
The subject device was not returned.